Event description:
It was reported that the asymptomatic patient presented for routine in-clinic follow-up. It was found that an estimated longevity was less than 3 months to eri. An abrupt drop in battery voltage in a short time frame was noted. The device was explanted and replaced. The patients condition was good before and after the event.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.